Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for the original complaint ¿ patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates that the patient's acetabular cup had rotated out of position. Additionally there was a release of bloody synovial fluid upon exposure. Dor: (B)(6) 2011 (right hip). Update: (B)(6) 2012 - litigation papers allege the patient suffered aches and pains in her right hip, pain when lying on her side, hip infection, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt (blood tests (B)(6) 2010). Litigation papers state patient name is (B)(6). Doi: (B)(6) 2006, dor: (B)(6) 2011. Patient is a resident of (B)(4). Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 3(B)(6) 2013 - ppd and medical records. Received. After review of the medical records the revision operative note indicated the cup was loose and rotated out of place. An acetabular fracture occurred while reaming. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.